Event description:
It was reported that the device was displaying a service light and a fault code logged into device memory that was related to the therapy pcb assembly. A failure of the therapy pcb assembly could cause for the device not to deliver defibrillation energy or deliver the appropriate energy. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.